Event description:
It was reported the insulation near the distal end of the ambient super turbovac 90, ifs detached intra-operative. All visible pieces were removed which lead to a 20 minute surgical delay. No patient complications were reported as a result o this event.

Manufacturer narrative:
The lot number of the reported device was not available. Without a lot or serial number, no manufacturing or expiration dates can be provided.